Event description:
The complainant stated that the left siderail is not locking properly.

Manufacturer narrative:
The tech isolated the issue to a dirty siderail latching mechanism. He cleaned and lubricated the siderail latching mechanism to repair the bed.